Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; however medical records were provided and reviewed. The investigation is confirmed for perforation of the ivc, retrieval difficulties, malposition of the filer, filter migration and material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced a migration of device, difficulty to remove, malposition (tilt) of device, material deformation, and perforation of the ivc wall. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6).